Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close completely. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Additional info device batch #: f9h15d, f9h20g, f9h14v, f9h17m, f9h17z, f9h09f.